Manufacturer narrative:
Investigation/conclusion: although improper technique/user issues were identified in the complaint, a root cause iof the complaint is unable to be determined. The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
This event occurred in (B)(6). The caller alleged several variances between the inratio2 inr results and the laboratory inr results; however, only one comparison could be provided. Results are as follows: date: (B)(6) 2015, inratio2 inr: 5.4, laboratory inr: 2.36. Therapeutic range: not provided. The time between testing was three (3) minutes. The caller revealed several improper technique/user issues as follows: the monitor was moved during the testing, the finger stick is performed on a wet, freshly disinfected finger, the first two (2) drops of blood are wiped away and the monitor is moved during the measuring process. There was no reported adverse patient sequela. There was no additional information provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)